Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the pin and pull system of a 7f smart flex vascular stent system got stuck during deployment, with the stent a quarter of the way deployed and the device unable to be removed from the body. The stent partially deployed and could not be advanced further until the sheath was retracted, allowing full unsheathing and device removal, and difficulty was noted when removing the stent delivery system from the sheath. The physician checked the tuohy-borst valve and sheath for issues and was able to pull back the sheath and deploy the remainder of the stent without issue. There was no reported patient injury. A cordis guidewire used and the intended procedure was reported as a left lower extremity angiogram with angioplasty. The vessel was severely calcified with little tortuosity, and the lesion was prepared with laser and a non-cordis drug coated balloon; the lesion was not a chronic total occlusion. No anomalies were noted upon removal from packaging, and the product was stored, handled, inspected, and prepped according to the instructions for use with no difficulty during preparation. Slight force was used when advancing the guiding catheter, with no excessive torquing and no significant resistance encountered, although calcium was noted. A pin and pull system was used. The physician reported that more force than expected was required to maneuver the pin and pull system and unsheathe the stent. The tantalum markers opened symmetrically and the stent was ballooned. When removed from the body, the pin and pull system continued to give resistance. The stent was intact and performing properly per the physician. The device will be returned for evaluation.